Event description:
The insulin pump settings in the omnipod do not match the settings that are being downloaded to glooko in both the omnipod dash and omnipod 5. This could cause a provider to over or under dose a child with insulin. FDA safety report ID (B)(4).